Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed into the test system and manually power cycled 10 times. The e-100 generator powered on with no issue each time. The vessel sealer instrument was installed with a saline-dipped gauze in the jaws and fired the yellow pedal/sync activations for the cut/seal function about 100 times. The e-100 generator worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer instrument was not working with the e-100 generator. There was a message saying the connection was not good. The customer had rebooted the e-100 generator and reseated the vessel sealer instrument's cable into the e-100 generator, but the issue persisted. The customer moved the vessel sealer instrument to the integrated electrosurgical unit (iesu) and it was working. The customer reported that it felt like the cable was loose in the e-100 generator and did not fit right. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the e-100 generator powered on with no issues. The e-100 generator did not work in a previous case but was replaced. Apparently the replacement was no good, so they replaced the device again. They were able to use the iesu with the vessel sealer instrument for the case.